Event description:
Information was received from the physicians office noting that the cause of the extrusion was due to patient manipulation or trauma and that the leads being broken was in reference to the leads extruding from the patients body.

Event description:
Patient presented with open wound in chest with leads out. The patient denied any trauma, but did report that he does heavy lifting and mechanical work - but does not recall any injury. Patients left chest shows 0.5cm opening with visible generator and broken leads - leads are hanging out of chest. Culture was obtained; however, no erythema except around the spot where the lead has broken the skin. The physician did not feel oral antibiotics would help. Patients lead and generator were explanted. The explanted products have not been received by the manufacturer to date. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized. No other relevant information has been received to date.